Manufacturer narrative:
The device referenced was not returned to olympus for investigation. The pt was said to have a history of past abdominal surgeries, which made the anatomy very difficult. If add'l significant info is received, this report will be updated. The report is being filed as an MDR, in an abundance of caution.

Event description:
The user facility reported that the pt's bowel was perforated during a diagnostic colonoscopy procedure. The pt subsequently underwent surgical repair of the perforation. The user facility stated that there was no device malfunction associated with the reported event. There was no info provided regarding the pt's condition following the event.